Manufacturer narrative:
The device in question was returned to the manufacturer on (B)(6) 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light is poor. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer "light is poor" was confirmed. Overall, the following defects were found: - led is dimly lit, - blade worn, - housing damaged, - leak between plug and cover. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the error described is improper use by the user or during reprocessing. In the corresponding instructions for use usb826_en_v1.2_11-2021_IFU_ce-MDR it is stated on page 8 in chapter 3.2 correct handling and product testing that the product must be checked for functionality and damage before and after each use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect on the device would have been noticed. This event is filed under internal complaint ID (B)(4).